Manufacturer narrative:
Terumo did receive the actual device, and the complaint was confirmed. The pack was revised and reviewed during the next build and no issues were found. Training was performed with associates who assembled the pack. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the transducers in the pack were put in backwards. There were 10 occurrences of this event. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause a delay in surgical procedure. There was no pt harm.